Manufacturer narrative:
This event occurred in (B)(6), where use of amigo with ablation catheters is consistent with the approved indications for use. The physician did not initially report this event to catheter robotics for two reasons: the physician did not feel the event was related to amigo. There was no device malfunction noted. In addition, the entire procedure was monitored with ice by a dedicated operator (the case was recorded in full in order to produce a video) and no odd catheter trajectories or chamber distortion expected if excessive or unexpected force on the catheter were noted. This is a known complication associated with this catheter (reported by (B)(6) at (B)(6) 2013 scientific session). Consequently, the physician reported the event to the catheter MFR and local authorities as a catheter related complication.

Event description:
A successful pulmonary vein isolation for atrial fibrillation was performed using amigo with the ez steer thermocool sf catheter (irrigated 3.5mm) on (B)(6) 2013. No complications were noted at that time, and the pt was discharged the following morning. The pt was hospitalized on (B)(6) 2013 with transient left superior hemiparesis, chest pain and palpitations. The pt was admitted to the stroke unit, and an atrio-esophageal fistula (aef) was discovered on trans-esophageal echocardiogram (tee) and an esophageal endoscopy confirmed a large, deep ulcer consistent with aef on the left anterior wall of the mid third of the esophagus. However, by the time the fistula was confirmed, the surgeon was not able to operate due to the pt's hemodynamic deterioration. An intraesophageal stent was placed the pt died two days later due to refractory septic shock.